Manufacturer narrative:
Vegetation. Method: device not returned. Additional manufacturer narrative the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a valve explant after an implant duration of two (2) months. Through follow up with the health care provider, it was learned that the explant was secondary to prosthetic aortic valve endocarditis. It was further reported that a large vegetation on one leaflet and "excessive destruction" of the annulus was observed. The valve was replaced with a 23 mm edwards pericardial bioprosthesis in a supra-annular position. "Due to the close proximity of the valve having been placed in a supra-annular position due to lack of tissue, a right coronary artery grafting took place." The patient was transferred to the cardiac post-anesthesia care unit in satisfactory condition.